Manufacturer narrative:
As reported, when attempting to insert a 6-12f mynx control venous (mcv) vascular closure device (vcd) through the valve of the 8f 10cm non-cordis sheath, the physician noticed that the outer sealant sleeve split prematurely exposing the mynx sealant outside of the patient's body. This device was set aside and not used. A different mcv device was used instead to successfully close the patient's left femoral venous access site. No harm, nor injury occurred to the patient. The user was trained to the device. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed with a mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal conditions. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. A dimensional analysis in the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended by deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed, as the csi was not received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device as the sealant was exposed from the frayed/split/torn sealant sleeves. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or concomitant device factor (which was not returned for analysis) likely contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to insert a 6-12f mynx control venous (mcv) vascular closure device (vcd) through the valve of the 8f 10cm non cordis sheath, the physician noticed that the outer sealant sleeve split prematurely exposing the mynx sealant outside of the patient's body. This device was set aside and not used. A different mcv device was used instead to successfully close the patient's left femoral venous access site. No harm nor injury occurred to the patient. The user was trained to the device. The device will be returned for evaluation.